Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced a high pitched sound on insulin pump and then received a program alarm anomaly. Customer's blood glucose was unknown. Customer was advised to remove battery for five minutes and then reinserted battery and customer states that display screen was still blank. Customer was advised to take battery out for two hours then reinsert and call back with results.